Manufacturer narrative:
Irn# 062-25_968 incident occurred in brazil: the incident was at first reported to anvisa (br) on 01/13/2025 under the reporting case number (B)(4). The incident did not take place in the USA but is co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn # 062-25_968 incident occurred in brazil: during the material testing, it was found that the device was obstructed.